Event description:
On (B)(6) 2012, the lay user/patient in (B)(6) contacted lifescan to report the one touch ultra meter was giving inaccurately high readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2012 at 11:55 am, the patient obtained the blood glucose reading of 232 mg/dl, which he claimed was inaccurately high. Based on that reading, the patient took 18.0 units novorapid insulin, and then ate lunch. At 12:45 pm the patient experienced the symptoms of weakness, impaired speech and movements, and sweating. The patient's wife tested his blood glucose level to be 46 mg/dl. The patient was treated with spoonfuls of honey; he did not seek any medical attention. The patient manages his diabetes with novorapid insulin on a sliding scale, and lantus insulin at bedtime. Troubleshooting revealed the test strips were in good condition and within opened expiration dating, and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms and blood glucose levels suggesting severe hypoglycemia after taking insulin based on an elevated meter reading, and received treatment with food to alleviate his symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.